Manufacturer narrative:
Technical support instructed the account to replace the hydraulic manifold.

Event description:
The account's maintenance stated that the head section is slowly drifting down. He has replaced the head down and CPR valves but the issue remains.